Manufacturer narrative:
Philips received a complaint on the heartstart xl+ defibrillator indicating that the paddles were having an issue. There was reportedly no patient involvement. Remote support from the customer care solution center was received, during which it was determined that this was a malfunction of the paddle replacement kit. Details provided in an update from the source case indicate that the customer was sent a replacement paddle kit and the device was successfully returned to service. The device remains at the customer's site. No further action is warranted at this time. H3 other text : remote support provided.

Event description:
It was reported to philips that there was an issue with the paddles. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.